Manufacturer narrative:
A full audit of all batch documentation relating to the production of the device was performed. The audit concluded that all procedures in manufacturing and packaging of the device had been conducted correctly. Batch reconciliation was 100.0%. Based on the assessment of our batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. Lenstec believes that the lens, its design and the manufacturing process are not at fault due to extensive testing conducted on this model. The lens was intact and no defects were noted. The injection test performed yielded a successful injection.

Event description:
Lenstec received an email stating " after inserting the lens, the lens did not unfold properly. Lens was removed and replaced. Cart45s cartridge used. Implant and explant date (B)(6) 2021. Incision enlarged to remove iol.